Event description:
It was reported to covidien on (B)(6) 2012 that a customer had an issue with a scd pump. The customer reports there is a bad cord, e8 alarming and there is damaged screen. The unit was received at a covidien service center. Upon visual evaluation of the power cord, it was found that the cord has a one inch cut through the outer and inner insulation. The copper wires are exposed.

Manufacturer narrative:
Submit date: (B)(4) 2012. An investigation is currently underway. Upon completion, the results will be forwarded.